Event description:
The info provided to sjm indicated the pt was admitted to the hospital for acute pulmonary edema with cardiac decompensation. The valve was reportedly stenosed and the pt was treated with inhalation therapy/aerosols and oxygen. The valve remains implanted.